Manufacturer narrative:
Follow-up #1: date of submission 7/9/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings:battery compartment cracks observed in thread area, from thread area to case seal and below grip pad. Pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. Battery cap threads damaged. A test battery cap was used for all testing. Power on reset events observed in black box on 5/5/2015. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.